Event description:
Customer reported he has an insulin pump and needs to put the battery back, but it is alarming no delivery. Customer has been using regular insulin. He has had the device off for about two weeks. During the survey, customer answered yes to being hospitalized. The device is being returned for analysis. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)